Event description:
The patient had redness at the pump site and along the tunneling track following implant. At first, the hcp thought the patient had an infection, but the culture came back negative. The pump and catheter were explanted. The patient recovered without sequela. The device system was used to deliver morphine 10 mg/ml. It was thought that the patient's reaction was due to the implant procedure and not the pump.

Manufacturer narrative:
(B)(4).